Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. All operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarm noted. The device functioned properly. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling when customer inputs her carbohydrates. Customer replaced the battery and the device alarmed failed battery test. She replaced the battery again and it alarmed battery out limit. The buttons are unresponsive now. Customer's blood glucose is 160 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.